Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use a resolute onyx drug eluting stent. Resistance was noted when advancing the device to the lesion. Excessive force was not used. It is reported that when the physician brought the undelivered stent back into the guide, the guide caught a stent strut and lifted. The physician completed the procedure with another resolute onyx device (3.00x38mm). There is no patient injury.

Manufacturer narrative:
Evaluation summary: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 37th distal stent wraps with struts raised. No deformation was evident to the distal tip. Kinks were visible along the distal shaft. The inner lumen patency was verified with a 0.015 inch mandrel. If information is provided in the future, a supplemental report will be issued.